Manufacturer narrative:
Section h2 has been updated as additional investigation information has been received.    Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle insulinx meter was reviewed and the DHR showed the freestyle insulinx meter passed all tests prior to release. A DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed for the freestyle strips and all units performed within specification.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.7 mmol/l and 17 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter serial number and strip lot number and expiration date has been updated based on the returned products. Meter (B)(4) and test strips 1099724 were returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button and with strip insertion. Control solution testing has been performed. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.7 mmol/l and 17 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.7 mmol/l and 17 mmol/l within 10 minutes. The results, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.